Manufacturer narrative:
A likely temporal association exists between the liberty cycler/ fmc cassette and the pt¿s experiencing abdominal pain, fever, chills, nausea and vomiting, and subsequent diagnosis of staphylococcus epidermidis peritonitis event. However, there is no documentation in the complaint file that indicates a causal relationship. Additionally, there is a possible temporal association between the pt¿s pd catheter placement (not a fresenius product) and the peritonitis event. Based on the available information, the exact cause of the staphylococcus epidermidis peritonitis event cannot be fully determined. However, the possibility exists the pt¿s peritonitis event is related to a breach in aseptic technique during ccpd therapy. Should additional information become available this clinical investigation will be re-evaluated accordingly. Furthermore, the pt¿s hyperkalemia event is most likely related to pt. Non-compliance with dialysis treatments. The alleged event was not confirmed by the manufacturing plant. The complaint sample was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported during routine follow up on an unrelated customer experience that this female patient (pt) with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy presented to the emergency room (ER) with fever (100.1 degrees f), chills, nausea, vomiting and complaints of worsening abdominal pain (mainly in the right lower quadrant) over the prior week. The pt. Reported she had the abdominal pain ever since she had her peritoneal dialysis (pd) catheter (not a fresenius product) placed (approximately 3 months ago) and because of her symptoms was not been performing her pd regularly as directed. Notably, the pt missed 9 dialysis treatments (dates unknown) and her last pd treatment was (B)(6) 2017. During ER evaluation, it was discovered the pt was hyperkalemic (potassium (k) 9.6 hemolyzed, repeat k 7) with noted electrocardiogram (EKG) changes (peaked t waves with early repolarization). The pt was treated with calcium gluconate, albuterol, insulin, dextrose and sodium bicarbonate in the ER. The pt was also commenced on levaquin (levofloxacin) and flagyl (metronidazole) for suspected diverticulitis. The pt was admitted to the intensive care unit (ICU) where the pt received emergent/aggressive peritoneal dialysis. The pt¿s hyperkalemia steadily improved throughout hospitalization with a recorded k of 4.2 on (B)(6) 2017. Additionally, it was discovered the pt had peritonitis after a pd effluent culture obtained on (B)(6) 2017 revealed growth of staphylococcus epidermidis and 4+ white blood cells (wbc). The pt was treated with 2 doses of vancomycin intraperitoneal (ip) (unknown date, dose). The pt. Was discharged home (with home health services) on (B)(6) 2017 with plan to continue treatment with vancomycin ip for 2 weeks. The pd nurse attributed the pt¿s peritonitis event to touch contamination (breach in aseptic technique during pd therapy) and reported the pt has fully recovered from the peritonitis event and continues witpoh pd therapy without further reported issue. Complaint sample was requested.